Event description:
The pt was hospitalized with issues unrelated to her stimulator last week. On thursday (B)(6)2010, the pt fell while in the hospital and landed directly on her stimulator site. Her stimulator stopped working. They attempted to interrogate it with the physician programmer and the pt programmer with no success. A reset was tried with the recharger and then the antenna locator was tried; neither were successful. Lead impedances checked out within normal limits. The physician replaced the stimulator. The stimulator was reprogrammed the day after implant and the pt received the same parasthesia as she had prior to her fall. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4): the stimulator has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.